Event description:
Per the clinic, the patient developed an infection at the implant incision site (specific date not reported). The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.

Event description:
Correction: the correct date of awareness is january 29, 2024, not january 23, 2024 as previously reported.